Manufacturer narrative:
There was no device returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities related to function and safety. The case will be closed from olympus side with no further actions but may be reopened if a device is returned for evaluation/investigation or additional significant information becomes available at a later time. Then, this report will be updated. Furthermore, the reported event/incident will be recorded for trending and surveillance purposes.

Event description:
Olympus was informed that during an unspecified therapeutic transurethral resection (tur) procedure, the ceramic insulation at the distal end of the inner sheath broke and a fragment fell inside the patient. However, no fragment remained inside the patient since it was reportedly retrieved. The intended procedure was successfully completed with another similar device and there was no report about an adverse event or patient injury.